Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 dexcom cgm had alerted patient of a hypoglycemic event. Cgm was reading 57 mg/dl and bg was measured at 48 mg/dl. The patient treated himself with 3 glucose tablets and orange juice. Paramedics were called and patient was transported to the ER since his bgs were not rising. Once at the ER, both cgm and bg were reading 101 mg/dl. Paramedics did not treat the patient but observed him until his bgs were elevated enough for patient to be released. At the time of his call to dexcom technical support, patient was feeling fine.